Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery percentage was incorrectly displayed. Reportedly, the pump went from 25% to 35% when it was not charging. Additionally, it was reported that the pump would become hot to touch while charging. Customer reported there were no temperature alarms due to this issue. It was also reported that the pump time was inaccurate. The customer's blood glucose was never below 200 mg/dl and would be addressed with the pump. The customer would continue to use the pump for insulin therapy.